Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc xr t1 pps 17x154mm mm t1: cat# 51-105170, lot# 3857249. Tprlc xr t1 pps 14x148mm mm t1: cat# 51-105140, lot# 6147982. Tprlc 133 mp type1 pps so 14.0 1: cat# 51-106140, lot# 3809821. Tprlc xr mp t1 pps 15x115mm 115mm t1: cat# 51-145150, lot#3017317. Tprlc xr mp t1 pps 17x119mm 119mm t1: cat# 51-145170, lot# 3122354. Tprlc 133 mp type1 pps so 16.0 1: cat# 51-106160, lot# 3894715. Tprlc 133 mp type1 pps so 17.0 1: cat# 51-106170, lot# 2569136. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00873, 0001825034-2020-00874, 0001825034-2020-00875, 0001825034-2020-00876, 0001825034-2020-00877, 0001825034-2020-00879, 0001825034-2020-00880.

Event description:
It was reported that debris was discovered within sterile packages. Attempts have been made and additional information on the reported event is unavailable at this time.